Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, diopter -7.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault. It is unknown whether this occurred during the same surgery or not. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in a small vial. Visual inspection found no visible damage to lens and clear and red residue on lens surface. (B)(4).